Event description:
It was reported that the patient received inappropriate high voltage therapy due to oversensing of noise. The lead also exhibited an increased capture threshold, a decrease in r-wave amplitudes, and loss of capture. No lead damage was observable through x-ray. The pace/sense portion of the lead was capped and a chronic, previously deactivated, pace/sense lead was reactivated. The high voltage portion of the lead remains active. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).